Event description:
The dealer states the customer alleges that the leg bent and broke at the weld and he fell. The dealer states the customer states he was not injured. The lot code sticker is missing.